Manufacturer narrative:
E.1. Initial reporter phone #: (B)(4). H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. Additionally, ten (10) retention samples were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, there was underfill of one tube. No patient impact reported. The following information was provided by the initial reporter: "on june 27, 2023, there was no negative pressure in the purple head tube when collecting venous blood from the patient, and the blood was collected successfully after replacing the purple head tube."